Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.4. Date: (B)(6) 2011, inratio: 2.6, lab: 3.9. Pt fell over the weekend and went to the ER because his hand swelled up. In the hospital on (B)(6) 2011, his inr was tested with a result of 3.9. About an hour later, he tested on his meter and got a 2.6 inr. Pt's therapeutic range is 2.0-3.0.